Manufacturer narrative:
The wraps have not been returned to belmont for evaluation. We have reached out to the hospital to obtain additional information about the case, and to request that the wraps be returned for investigation. The operator's manual provides the following warning: "do not lift or move the patient by means of the wrap. This may cause tearing and water leakage from the wrap." The following precaution is also provided: "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." Without additional information, it is difficult to determine what occurred during the case at this time. Should additional information become available, a supplemental report will be submitted.

Event description:
The user facility reported the following: "we have had to use our criticool machine a few times in the last month. Each time, nursing staff has reported that the cooling wrap was leaking and had to be replaced. Today, two wraps in a row were leaking and required replacement. It is only the area directly under the baby that seems to leak, it is not at a connection point with the hoses that is causing the problem. Lot # m190841 exp 3/25/2024."